Event description:
It was reported that during a cardiac cath procedure the right ventricular (rv) lead was not capturing and a temporary pacemaker balloon had to be implanted. It was also reported that the rv lead had fluctuating and high impedance and fluctuating and high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the tip electrode, and the outer insulation had a cosmetic depression. (B)(4) no anomalies found. (B)(4) full lead.